Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as event onset, the patient was treated with intraperitoneal cefazolin (1 g daily; route not reported) and intraperitoneal fortum (1 g daily) for peritonitis. Two days after event onset, cefazolin fortum were discontinued. The following day, the patient was started on tienam (1 gram; route not provided) and intraperitoneal proxacin (200 mg daily) for peritonitis. Five days after the event onset, the tienam and proxacin were discontinued. Eighteen days after the event, the peritoneal dialysis catheter was removed due to the patient not responding to treatment. It was not reported if the patient was receiving dialysis via an alternative mode. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.